Event description:
During robotic partial colectomy surgery, surgeon attempted to use the robotic stapler, which showed mechanical failure on monitor; stapler was removed from service. The instrument representative was called intra-op about the event, there were no other robotic staplers sterilized at that time. Surgeon used a regular laparoscopic stapler, no harm to patient. Followed up w/reporter.